Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced sustained hyperglycemia around 200¿208 mg/dl for approximately two hours after a cartridge change during which the user removed the cartridge after rewinding; the user had confirmed successful tubing fill with insulin visible at the needle, and no device alerts occurred. Symptoms included elevated blood glucose without associated clinical symptoms. Outcomes included no medical intervention, no assistance, no ketone testing, and no use of back-up therapy, with glucose later returning to range. Investigation included complaint handling with user troubleshooting and education. Investigation of this case revealed no device alarms or malfunctions and no confirmed device component failure, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.